Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the device data and recommended lead replacement. Subsequently, this rv lead was surgically abandoned during the revision procedure for the device that reached elective replacement indicator (eri). This lead was successfully capped and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.